Event description:
During an atrial fibrillation ablation procedure, an effusion occurred. The ablation catheter was 12mm out of the geometry on the roof of the right superior pulmonary vein, which was due to the ablation catheter being in the pericardial space. The patient became hypotensive, and an echocardiogram revealed an effusion. Protamine was administered and the patient was stable, with pericarditis at the conclusion of the procedure. There were no performance issues with any abbott devices.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath se catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.